Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced a headache throughout the scs trial. The physician was concerned it was a spinal headache. As the result, a blood patch was performed, and the trial leads were explanted. The patient¿s headaches has resolved.